Event description:
A malfunction on the pump was reported by the caller, with no notable events leading up to it. Although the specific blood glucose value was unknown, the display showed "high," indicating an elevation. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer managed the situation by performing a correction injection using multiple daily injections (mdi) and did not need assistance from a third party. Technical support provided information to reset the pump, assisted the caller with the reset process, and ensured the malfunction code did not recur. The customer was advised to continue using the pump and to report any future malfunctions, which the caller acknowledged and understood.